Event description:
Anchor did not insert all the way into the humeral head. The site was predrilled with a 2.5 mm drill, the bone was hard. As the anchor was not below the acromion so the suture was passed through the rotator cuff and the surgery was finished. The surgeon was familiar with the device. Drill size was appropriate and the surgeon doubts if the same size drill should be used for hard bone. Additional information received stated "the anchor was left proud. It was not below the acromion so suture was passed through rotator cuff and surgery was finished.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)